Manufacturer narrative:
Covidien reference (B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended replacing the graphical user interface (gui) touch frame printed circuit board (pcb). Customer reported to have followed the tse recommendations and vent has been repaired and returned into service. Covidien was not authorized to evaluate the device.

Event description:
It was reported that an 840 ventilator had a touch screen intermittently unresponsive. The ventilator was not in use on a patient at the time the malfunction occurred.